Event description:
It was reported that the balloon did not inflate fully. The user tried to insert the catheter again, but it was difficult to deflate and was met with resistance.

Manufacturer narrative:
The reported event was found inconclusive due to the way the sample was received. The sample was evaluated and no pinch or blockage was observed. Water was introduced into the the returned sample. No conditions were found on the sample that could be associated with reported event. Due to the poor condition of the returned sample, a complete evaluation could not be performed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿(5) to deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water to drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered." Correction: d4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the balloon did not inflate fully. The user tried to insert the catheter again, but it was difficult to deflate and was met with resistance.